Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. There was no indication that an instrument issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown. However, a pre-analytical sample handling and a reagent issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result (troponin=0.066 vs. Expected 0.030 ng/ml) from a patient sample processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The customer repeated the affected samples prior to reporting as it is assumed it is the customer¿s policy to confirm tropi es results above a laboratory defined limit. There was no allegation of patient harm as a result of this event. (B)(4).